Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The flow sensor diaphragm was noted to be stuck to the top of the flow sensor housing. The flow sensor was replaced. (B)(4).

Event description:
The hospital reported that, during a case, the unit alarmed in regard to the flow sensor. The clinician reportedly switched to manual mode of ventilation. The anesthesia machine was swapped out and the case continued. There was no reported patient injury.